Manufacturer narrative:
Product event summary: analysis confirmed the reported event; an error code displayed. Analysis also found the touch screen was broken. It was noted the lower bullet, the stylus, and some screws of the hinges support plate were missing.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the screen was locked. Reopen was tried but it failed. The programmer is expected to be returned for service. There was no patient involvement.